Manufacturer narrative:
Product event summary: the lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID (B)(4) implantable pulse generator cardio/defib (B)(6) 2010. (B)(4).

Event description:
It was reported that the care alert triggered for right ventricular (rv) lead pacing impedance measurement greater than programmed threshold. Therefore the rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Event description:
It was reported that the care alert triggered for right ventricular (rv) lead pacing impedance measurement greater than programmed threshold and short ventricle-ventricle (v-v) interval counts. Therefore the rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.